Manufacturer narrative:
(B)(4). Date sent to FDA: 12/11/2020. H3 analysis summary: a fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional information was requested and the following was received did the patient suffer from any consequence due to the surgery delay? Unk. Did the patient suffer from any consequence due to look for the needle breakage? Surgery delay. What was the size of the needle used? 40mm. Was more than half of the needle broke? No. Please confirm lot number related for breakage needle? Pc6814. What was done that surgery took half hours to be prolonged? Look for broke needle an change another one to continue. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Will you send the device related to the breakage needle or related to the bending needle? Please confirm. Yes. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient suffer from any consequence due to the surgery delay? Did the patient suffer from any consequence due to look for the needle breakage? What was the size of the needle used? Was more than half of the needle broke? Please confirm lot number related for breakage needle? Please confirm lot number related to bending needle? What was done that surgery took half hours to be prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? * will you send the device related to the breakage needle or related to the bending needle? Please confirm. A manufacturing record evaluation was performed for the finished device lot pc6814, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ovariectomy procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the needle broke at the tip while sewing the uterine tissue. Another like device was used to complete the procedure with a half hour delay to retrieve the broken tip. There were no adverse patient consequences reported. Additional information was requested.